Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant products: 6947, implantable tachy lead - (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient complaint of feeling tired, and the atrial lead exhibited high thresholds. The physician opened the pocket and tested the lead, which would exhibit noise when connected to the device, but not when connected to the analyzer. A setscrew issue was suspected, and subsequently the device was explanted and replaced. No patient complications have been reported as a result of this event.